Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that after performing pre-dilatation, a 3.0x48 xience xpedition drug-eluting stent (des) was implanted in a mildly calcified, de novo lesion in the mildly tortuous right coronary artery. Post procedure angiography revealed a dissection at the distal end of the implanted stent. The dissection was treated via placement of an unspecified xience xpedition. There were device issues, no other procedural issues, no adverse patient sequelae, and no occurrence of a clinically significant delay. No additional information was provided.